Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6. Medical device problem code was added.

Manufacturer narrative:
Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type and finding codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleeding from the repo sheath outlet could not be determined without sufficient clinical details.

Event description:
Clinician narrative: an impella cp was in place via the right femoral artery in a 61-year-old male who presented as scai stage d with acute myocardial infarction complicated by cardiogenic shock. The patient was intubated and receiving vasopressors and mechanical ventilation for respiratory support. After transfer to the receiving facility, bleeding was observed at the sheath outlet site. Due to visible sheath bleeding, the clinical team decided to replace the pump. The patient experienced a major bleeding event and medical device removal. The use of large-bore femoral arterial access, anticoagulation, critical illness, and hemodynamic instability may have contributed to the reported bleeding event. Comprehensive review of the event did not identify evidence suggesting device contribution. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.